Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was determined product likely failed due to misuse by instrument being put through excessive force or over torqued, and/or not inspected for wear and disfigurement which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown. This event is only being reported as the item is the subject of a "serious injury malfunction" within the past 2 years.

Event description:
It was reported that patient underwent a radial head plating procedure utilizing a square driver on (B)(6) 2014. During the procedure, the square driver fractured in the head of the screw as it was being inserted. The surgeon removed the screw. Another square driver was available to complete the procedure; however, the surgeon encountered difficulties utilizing the back-up driver as well. There was no injury to the patient or significant delay to the procedure as a result.